Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.3, lab: 1.8, time between testing: (15 minutes). Finger is milked prior to testing. Patient¿s therapeutic range is 2.0-2.8. Patient takes coumadin every night.